Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: "precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.". A device history record review has been initiated and analysis of the data has not been completed.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra xc in the lips using the packaged needle. While injecting the patient, the needle popped out from the syringe and the product squeezed out onto the patient's face. There were no reported injuries.